Manufacturer narrative:
Ventec provided the reporter with technical and clinical assistance. The device was evaluated by ventec where the reported issue of low inspiratory pressure could not be confirmed or duplicated. Proper device operation was then observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was use error. The reporter, a respiratory therapist, advised that he likes to place the nebulizer treatments proximal to the external bacteria filter. Placing the nebulizer tee in this position could result in damp or saturated filters. A saturated filter would reduce flow/pressure to the patient, as reported in this event. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's inspiratory pressure was low. There was patient involvement associated with the reported event. The reporter, a respiratory therapist, advised that during the event personnel were administering a mucomyst nebulizer treatment and the patient didn't feel as though he was getting air. The respiratory therapist advised that he likes to place the device's nebulizer treatments proximal to the vocsn's external bacteria filter. The patient was disconnected from the vocsn and bagged while personnel troubleshot the device. Personnel observed that the external bacteria filter was saturated and the internal bacteria filter was damp, so both filters were replaced. After personnel replaced both filters the device passed a pre-use test (put). No further details about the pediatric patient, a male, or the event were provided. There were no reports of patient harm as a result of the reported issue.